Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy with esophagojejunostomy, while being applied for esophagus-jejunum anastomosis, the device partially fired, tissue was then partially stapled and some staples never formed, which made the staple line incomplete and leaked. As a result, surgical time was extended for more than 30 minutes, and patient extended hospitalization for a week more. Sutures were used to reinforce the staple line. The patient is alive.